Event description:
Reportedly, when an attempt was made to monitor a pt through an ECG cable, no ECG was displayed on the device screen. When the cable was removed and reconnected to the pt, proper operation was observed. There were no adverse affects to the pt resulting from the reported discrepancy.